Manufacturer narrative:
Specific patient information is not available. (B)(4). The device was not able to be returned for evaluation so a definite cause for the device on this report could not be determined. However, a CAPA investigation is in process for a trend in valve leakage. This investigation is in process but appears to be pointing towards a design issue with the reflux valve (dome valve). A recall on the 70-0050-xxx devices was initiated on 12/23/2015. Device was not available for evaluation.

Event description:
Place the endovive 3s balloon on a set of triplets. And less than 24 hours they were calling complaining with the same concern about leakage that they had previously complained. Mom was able to video patient to show what happened when extension is removed after feed. All the formula literally spread out and looks like a sprinkler is on. Mom had to discontinue use of buttons due to the amount of formula that was lost. Device 2 of 3.